Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower and upper abdomen and flanks on (B)(6) 2018 and (B)(6) 2021 using the cooladvantage, coolcore applicator who may have developed paradoxical adipose hyperplasia (pah/ph) post treatment.